Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy, but passed the rite electrical test. The pal evaluated the device. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. No leaks were detected, but the pump was slow and could not fully pressurize the pneumatic system. The pump was replaced with the test article and all pressures were correct and stable. The assignable cause for rite test failure - volumetric accuracy was undetermined due to insufficient evidence.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a therapy monitored volume failed performance specification. Fill 1, fill volume was 273.9ml.